Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor had no power and that the battery had melted. The status of the monitor is unknown. The patient was referred to their clinic for a replacement monitor. No patient complications have been reported as a result of this event.